Event description:
The patient was enrolled in the reprise IV study with patient identifier (B)(6). One (1) day post index procedure, the patient experienced dyssynchrony with paced left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of other antiplatelet medication (other than aspirin) at the time of index procedure. The patient received a loading doses of 81 mg aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 23 mm lotus edge valve. No new conduction disturbances were noted post bav. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Post procedure/discharge transthoracic echocardiogram on (B)(6) 2019 revealed 1.3 cm2 of aortic valve area, mean pressure gradient of 13 mm hg, ejection fraction of 55% and mild aortic regurgitation. One (1) day post index procedure, the patient experienced dyssynchrony with paced lbbb. On an unknown date, echocardiogram was performed as a diagnostic and no further action was taken to treat the event. The patient is currently undergoing evaluation by electrophysiology (ep) and heart failure (hf) service. Per the latest ep note, "rv pacing may be contributing to the dyssynchrony" but has normal device function. The patient was referred to hf for possible mild hf with preserved ejection fraction (ef). At the time of reporting, the event was recovering/ resolving. The patient was discharged on aspirin and clopidogrel.